Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the device a root cause cannot be determined but is not likely manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Instructions for use include the following information for device removal. Dissect down to the sutures and lumen. When visible, grasp lumen with clamp. Clamp lumen closed near vein insertion site. Cut catheter and suture between the clamp and catheter exit site. Warning: when removing the catheter, do not use a sharp, jerking motion or undue force; this may tear the catheter. Free the lumen from the tissue prior to removal.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During catheter removal, the doctor was able to remove the venous catheter but not the arterial catheter, as it detached from the catheter extension that was fixed to the skin. The patient had to go back to the operating room to have the part of the catheter that had migrated into the atrium removed using a lariat.